Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The peep valve was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in an over delivery of tidal volume. There was no patient injury.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00488 is being filed to correct the block b3 incident date from 01/02/2023 to 01/02/2024.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00841 is being filed to correct the block b3 incident date from 01/18/2023 to 01/18/2024.